Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was unable to connect to the picture archiving and communication system (pacs) via ethernet cable. Stealth admin was not showing a mac address. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736401, serial/lot#: (B)(6), h3) a manufacturer representative (rep) went to the site to test the navigation system. The wired network application was replaced and the system performed as intended. Codes: b01, c07, d02 h3) the wired network application was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the returned component had electrical failure. Codes: b01, c02, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.